Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported that the menu and check buttons on her infusion device had to be manipulated in a specific way to get them to respond. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.